Event description:
PICC was placed. After insertion, one of the hubs cracked while the tech was placing a clotless connector on it. He had to remove the PICC line and replace the entire PICC line. Dates of use: (B)(6) 2018. Diagnosis or reason for use: antibiotic therapy. "Is the product compounded: no, is the product over-the-counter: no."